Event description:
It was reported that a user experienced a pairing failure between a libre 3 plus sensor and the ilet, after which support guided the user through steps on the ilet and mobile app to initiate warmup and the pump displayed an urgent low soon alert; a fingerstick measured 66 mg/dl, the user consumed apple juice, and glucose rose to 70 mg/dl without symptoms, indicating an intermittent communication issue likely related to sensor-pump connectivity. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed an interoperability problem associated with intermittent communication, with the antenna identified as a related device component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.